Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Erosion is a surgical /physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event. Device labeling addresses the reported event of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require re-operation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience."

Event description:
Doctor reported pt in hero study experienced gastric erosion with lap-band ap system in removal and hospitalization occurring.